Event description:
No update required.

Manufacturer narrative:
Manufacturer evaluation: the complaint device was not returned to the manufacturer for physical evaluation. However, aesculap in partnership with the contract manufacturer have previously investigated and addressed similar issues of this nature (distal brazefailure/breakage). Previous investigations performed for similar failure modes revealed the following. The supplier reviewed the work instructions (wi) for the tube sub assembly test procedure wi, the brazing procedure wi, and the brazed joint buffing wi and identified improvement opportunities. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The device history records (DHR) were not able to be reviewed as the lot number was not available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Although the complaint device was not returned for analysis, prior investigations performed for similarly reported events have confirmed this failure mode. Therefore, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
This follow up report is being submitted as a potential sample was returned and the investigation was reopened. One (1) used sample was returned with visible evidence of damage. The sample was received in a plastic bag. The sample has laser markings of the davis and geck branding and is not aesculap branded. This sample is a device identified by the customer after more than four (4) years from the date that the customer complaint was filed. As the customer did not keep a chain of custody for the device, this should be considered as a potential device involved in the event. Although, at a minimum, this grasper does share the same manufacturer lot as the grasper identified in the initial complaint. A visual inspection was performed and it was determined that the sample distal tip was broken. From this inspection, it appeared that one of the jaw components has undergone plastic deformation and has broken off of the device. Per the sample analysis, drawing review, and historical review it was determined that the sample returned was most likely not an aesculap manufactured or distributed product. Therefore, the previous no sample investigation is no longer applicable and no further investigation can be performed at this time.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable or available.

Event description:
It was reported that there was an issue with the prestige grasper. During a laparoscopic cholecystectomy procedure, the tip broke off into the patient. It occurred after the instrument had been put in the "open" position; upon grasping the gallbladder, it broke. An attempt was made to retrieve the tip, but it was not immediately visible. Fluoroscopy was requested, and the surgeon continued to dissect the gallbladder from the liver bed. The gallbladder was removed without incident through the trocar within an endo-catch bag. It was noted that the gallbladder had edema and some omental adhesions to fundus which was indicative of chronicity. While then visualizing under fluoroscopy, the area in the abdomen was located. Several attempts were made to find the tip of the instrument. Since the tip was deep within the tissue, and for "safety", the incision was extended. The procedure was altered and become a laparotomy in order to ensure retrieval of the piece. Additional information has been requested, but not yet received. Postoperative patient diagnosis was acute on chronic cholecystitis, and non-alcoholic fatty liver.